Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results from the cobas c 503 analytical unit. The initial result was 1.9 (1.88) mg/dl. A doctor contacted the lab because the result did not match the patient's medical history and asked for the test to be repeated. When the test was repeated on cobas pro line, the result was 0.9 (0.883) mg/dl. This result was believed to be correct.

Manufacturer narrative:
The field service engineer checked the analyzer but could not determine a specific root cause. He performed hardware checks, which were all acceptable. The analyzer alarm trace contained several abnormal aspiration, sample clot detection, and sample short alarms around the time of the event. This is an indication of poor preanalytics. Correct pre-analytic sample handling is within the customer's responsibility. The investigation was unable to determine the specific root cause. No product issue was found.